Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 290 mg/dl following a supply change. The user remained connected to the ilet, allowing insulin delivery to correct glucose levels. No outside medical intervention was required.